Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer also reported that they were experienced low blood glucose level her blood glucose decreased severely low to 40 mg/dl which leads to hospitalization. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Event description:
It was reported that the customer did not specify hospitalization for low blood glucose.

Manufacturer narrative:
The information has been updated and provided in this report.